Manufacturer narrative:
The customer's device was not returned for review. Based on the clinical description, the root cause of the bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of the thrombocytopenia cannot be determined as insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced oozing at the groin site that was remedied by transfusing one unit of packed red blood cells and adjusting the dressings. Later, the patient was successfully weaned from the pump and survived.